Event description:
On 12/09/04, the pt contacted lifescan and reported that her one touch basic enhanced meter was reading inaccurately high. The pt had rec'd a high result on her meter such as 587 mg/dl and she was comparing that result to a lab result of 140 mg/dl. However, this comparison is invalid since the time difference is greater than 30 minutes. She was not experiencing any symptoms at the time of concern. Her testing technique was verified to be correct. It was discovered during troubleshooting that she was not cleaning the meter according to the ower's manual. She was walked through a check strip test, which failed outside the range. She was asked to clean the check strips and the meter and performed another check strip test. The second test also failed outside the range. She had visited her dr, who had increased her nph insulin from 14 units to 20 units in the evening if her blood glucose is higher. Based on the info provided, there is indication that the product malfunctioned and that the event meets the criteria for medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. This case is reported as a meter malfunction since the check strip test failed twice. Replacement meter, test strip, and control solution were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. The meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in supplemental report.